Manufacturer narrative:
The complaint was confirmed and the cause is use related. The product returned for eval was a groshong 4fr s/l nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 30 and 31cm depth markers, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rexe0770 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the pt of lung cancer was inserted PICC catheter under ultrasound guidance on (B)(6) 2014 with the puncture site on the upper arm of the elbow, and the insertion process was smooth. During the PICC infusion of the chemotherapy drug on (B)(6), the pt reportedly felt pains at the puncture site. It was reported that by ultrasound inspection, there was no local thrombus. The chemotherapy drug was reportedly suspected to outflow locally. When the PICC was being removed, the catheter body at 1.5-2cm of the puncture site was allegedly found almost broken, only a small part of catheter was left complete. After removing, the broken section was inspected and looked very neat.